Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of clock not set alarms was confirmed via log file analysis. The heartmate 3 system controller (serial number: (B)(6) was not returned for analysis; however, a log file was submitted (d1112226) for review. A review of the periodic log file revealed the first two events recorded with the default timestamp of the year 2000 and a controller clock corrupt alarm active. The events leading up to the clock resetting were not able to be determined. The periodic log file only collects data at specified time intervals rather than upon the detection of an event; therefore, the exact time that the backup battery usage count increased and the initial conditions that caused the usage count to increase cannot be determined from this log file. Additionally, these events were overwritten in the event log file. No other notable events were observed, and the pump maintained a speed within the expected range without issue. Multiple good faith efforts were sent asking if the cause of the loss of power was identified, if the alarms resolved and if so how, if any equipment was exchanged, and if any product would be returned for analysis. To date, no response has been provided. A root cause for the reported event was unable to be conclusively determined. The device history records were reviewed and the records revealed the heartmate 3 system controller (serial number: (B)(6) was manufactured in accordance with manufacturing and qa specifications. Customer order was shipped on 13apr2024. Heartmate 3 instructions for use (rev. C) section 7 entitled ¿alarms and troubleshooting¿ and heartmate 3 patient handbook (rev. D) section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms. Heartmate 3 instructions for use (rev. C) section 4, entitled "system monitor", explains how to set the system controller clock using the system monitor. Heartmate 3 instructions for use (rev. C) and heartmate 3 patient handbook (rev. D) section 3, entitled ¿powering the system¿, explain the various ways to power the heartmate 3 lvas, and how to properly exchange power sources. It also states that at least one system controller power cable must be connected to a power source at all times and informs the user not to rely on the controller¿s backup battery, as it will only power the pump for a limited amount of time and the pump will stop. In addition, it addresses the user to regularly exchange their 14v batteries when the state of charge leds indicate low power and not to sleep while connected to 14v battery power. Heartmate 3 instructions for use (rev. C) section 8 entitled ¿caring for the equipment¿ and heartmate 3 patient handbook (rev. D) section 6 entitled ¿caring for the equipment¿ addresses how to properly care for, maintain, and store the equipment for proper use. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of clock not set alarms was confirmed via log file analysis. The heartmate 3 system controller (serial number: (B)(6)) was not returned for analysis; however, a log file was submitted (B)(6) for review. A review of the periodic log file revealed the first two events recorded with the default timestamp of the year 2000 and a controller clock corrupt alarm active. The system controller¿s internal clock was set to the correct date and time on (B)(6) 2024 at 19:52:07. This is consistent with the initialization of a new controller and indicative of a system controller exchange being performed. The periodic log file only collects data at specified time intervals rather than upon the detection of an event. Additionally, these events were overwritten in the event log file. No other notable events were observed, and the pump maintained a speed within the expected range without issue. Multiple good faith efforts were sent asking if the cause of the loss of power was identified, if the alarms resolved and if so how, if any equipment was exchanged, and if any product would be returned for analysis. To date, no response has been provided. The root cause for the clock not being set was due to a system controller exchange; however, the root cause for the exchange was unable to be conclusively determined through this investigation. The heartmate 3 patient handbook, section 2 ¿how your heart pump works¿ states ¿do not attempt to change your system controller without having a trained, competent caregiver at your side to assist. Follow all alarm instructions, including calling the hospital.¿ no further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that while the patient was seen in clinic, their log files were reviewed. The site noticed the pump speed and flow went down to zero on (B)(6) 2024, but there was no pump stop alarm. The site noted that the patient had low flow alarms and was hypertensive at those times. Log files were then submitted for additional review. Following review of the log files, it appeared the pump was off at some point on (B)(6) 2024. The cause of the pump stop event was not able to be identified as the data was overwritten by more recent data. There were system controller clock alarms. Additionally, there were low flow events captured on 16nov2024, 18nov2024, and 19nov2024, which all occurred at times when the pulsatility index (pi) was elevated. There did not appear to be any type of mechanical circulatory support (mcs) equipment issues that caused the events.